Event description:
It was reported to hamilton medical ag, that: the hamilton-t1 ventilator (pn 161006 / sn (B)(6) had exhalation obstruction alarms. The ventilator is used in the isolette. No patient involvement, medical intervention or patient, user or third party harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number (B)(4). Investigation is on-going.